Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study that the controller had a loose connector on power port 2. The site also reported that on occasion it caused the battery to switch from one power port to the other before a battery was depleted and beeped. The controller was exchanged without consequence to the patient.  No further information was provided.

Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Furthermore, the instructions for use (IFU) provide instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." It was reported that the controller had a loose power port 2 connectors and that the controller would prematurely switch with beeps. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Events with premature power switching are most often attributed to communication errors or momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address communication errors on controllers. Heartware has opened an internal investigation to address momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible tone, or beep. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.